Manufacturer narrative:
(B)(4).device was reported bent on initial, repair technician reported the item broken, it was then determine to be reportable on feb. 17, 2016.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the depth gauge for 2.0mm and 2.4mm screws bent during a procedure for a metatarsals fracture case on (B)(6), 2016. There was no reported delay and the procedure was completed successfully.

Manufacturer narrative:
A service & repair evaluation was performed. The investigation of the complaint articles has shown that:the customer reported the tip of the depth gauge was bent. The repair technician reported the tip was broken. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Reported bent on initial, repair technician reported the item broken, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient dob not provided by reporter. Device is an instrument and is not implanted/explanted. Device was determined to be reportable upon receipt of device. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 15-may-2006. The source of the manufacture date is the release to warehouse date. Service history review: part no. 319.006, lot no: 5239729 the service history evaluation is unconfirmed. An investigation summary was performed. The investigation of the complaint articles has shown that: the returned depth gauge shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was returned. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use; the exact cause could not be identified. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the depth gauge for 2.0mm and 2.4mm screws bent during a procedure for a metatarsals fracture case on (B)(6) 2006. There was no reported delay and the procedure was completed successfully. This report is 1 of 1 for (B)(4).